Manufacturer narrative:
Follow-up #1: date of submission 10/20/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: a review of the pump¿s black box histories showed evidence of short battery life. There was moisture observed in the display. A leak test was performed and a leak was found in a case crack near top right corner of display. Further testing for battery life issue was unable to be performed due to an unrelated unresponsive keypad due to moisture damage. The pump was opened and moisture damage found on the printed circuit board. The complaint of a battery life issue was not able to be duplicated or confirmed, however, moisture ingress was confirmed during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue; moisture in the battery compartment, no pump damage. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.